Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7 mm vicm5_13.7 implantable collamer lens, -07.00 diopter, in the patient's left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
The reporter indicated the exchanged lens was implanted vertically. Device evaluation: the lens was returned in liquid, in a micro-centrifuge vial. Visual inspection found no visible damage to the lens claim # on supplemental 1 was incorrect - should be # (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial with residue on lens. Visual inspection found no visible damage. (B)(4)